Event description:
A distributor in the USA reported that water leaked all over the floor when the mr290 chamber was in use.

Manufacturer narrative:
This report was prepared by rep. The complaint device was received and performance tests were carried out. Results & conclusions: please see attached report "mr290 impact cracks" for details of failure investigations. Unfortunately this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013 under.